Event description:
A follow call was made and the customer reported being in the hospital with diabetes ketoacidosis and high blood glucose of 396mg/dl; the customer was treated with an insulin drip, and they put her back the insulin pump. Initially, the customer called and stated that she was experiencing high glucose level and received a no delivery alarm while giving herself a bolus. The customer also requested assistance with changing the temp basal to 130% for twenty four hours. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.